Event description:
As reported by implant patient registry through receipt of an implant card, 42 days post implant of a 23 mm sapien 3 ultra valve in the pulmonic position, a 26 mm sapien 3 ultra valve was implanted valve in valve (viv) due to unknown reasons. Additional information is not available at this time.

Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Manufacturer narrative:
Correction: b5, d6a, h6 (clinical code, device code). Investigation of this event is ongoing.

Event description:
Per medical records review and follow up information provided by the valve clinic coordinator (vcc), the patient had a 22mm melody valve implanted pulmonic position, as at the time of implant this was the larger transcatheter heart valve size option available for the patient. 7 years later the patient presented with recurrent right heart failure symptoms and underwent a valve-in-valve procedure with a 23mm sapien 3 valve. An echocardiogram performed on post operative day (pod)-1 reported a pulmonic valve mean gradient of 17 mmhg, peak velocity 2.65 m/s and no insufficiency. During the 1-week follow-up visit the patient was noted to have recurrent right heart failure symptoms. An echocardiogram was performed on pod-14 with the following findings: transcatheter pulmonary valve with an increased mean gradient from 17 mmhg to 34 mmhg, no insufficiency, no perivalvular leak. It was decided to proceed with a valve-in-valve-in-valve procedure. On pod-42 the patient underwent a tpvr procedure with a 26mm sapien 3 ultra valve, pre-stented with 2 palmaz xl stents.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint was confirmed from medical records. A review of the DHR, lot history, and complaint history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that the sapien 3 ultra valve was implanted in pulmonic position. Therefore, it was off label for this case. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, "the 23mm sapien 3 ultra valve showed increased gradients and a 26mm sapien 3 ultra valve was implanted 42 days post tavr for treatment." Additionally, it was reported "compared with a prior report, there has been a significant change. There is now moderate transcatheter pulmonary valve stenosis; peak gradient is increased from 28 mmhg to 58 mmhg," so the site was planning to perform valve in valve with up sizing the valve from 23mm to 26mm. In this case, it was likely that the 23mm thv is undersize for this patient, which led to increase gradient with the potential of prosthesis-patient mismatch. Prosthesis-patient mismatch (ppm) has typically referred to a situation in which the effective valve area after valve replacement s physiologically too small in relation to the patient's body size, thus resulting in abnormally high post-operative gradients. The presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. As such, available information suggests that procedural factors (undersized valve with off label operation) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies.